Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585 (software version: 3.1.1). Device UDI number unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that an exam would not load on the navigation system using the cranial software application. The medtronic representative (rep) who was trying to load the exam had another disk burned, but it still would not load. It was noted that the exam loaded on a different version of the cranial software application. There was no patient involved with this event.

Manufacturer narrative:
Device evaluation: a software analysis was completed but was unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site did not want to send off the disc and no longer had it in their possession. It was noted that the site hadn't experienced any further issues loading scans.